Manufacturer narrative:
Pharmacovigilance comment: based on the limited information, a causal relation between the events and the treatment procedure cannot be excluded. The reported events are addressed in the label. Lot number was not reported and trending on batch cannot be performed. The case has been assessed as serious and fulfilling the criteria for regulatory reporting. Based on the limited information, the case has been assessed as fulfilling the criteria for regulatory reporting.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-aug-2015 by a female patient of unknown age, who was a staff member of the physician's office. No information was provided on the patient's medical history, concomitant medication, allergies or previous filler treatment. On an unknown date, the patient received treatment with restylane silk to lips, unknown lot no with unknown needle and technique. On an unknown date, the patient experienced necrosis in the upper lip with injection (implant site necrosis) and swelling in the upper lip with injection (implant site swelling) at upper lip after treatment with restylane silk. At the time of the report the necrosis in the upper lip with injection and swelling in the upper lip with injection was unknown. The reporter has assessed the necrosis in the upper lip with injection (implant site necrosis) and swelling in the upper lip with injection (implant site swelling) as conditional / unclassified related to treatment with restylane silk. The company has assessed the necrosis in the upper lip with injection (implant site necrosis) and swelling in the upper lip with injection (implant site swelling) as possible related to treatment with restylane silk. No further information or details are available at the time of this report. Attempts have been made to obtain additional information.